Event description:
It was reported that the 9800 system r/min in the max manual mode exceeds 10/r min. It was noted that this was observed as a physicist discrepancy. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported malfunction was verified. Adjusted the r/min and high level fluoro (hlf) via the ma limit table. The system was tested and found to be working as intended and placed back into service.